Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician coaxially advanced a non-penumbra catheter with the 3maxc into the patient, however, the physician felt resistance while attempting to advance over the guidewire. The 3maxc and catheter were therefore removed, and the physician noticed that the 3maxc was kinked about 5 centimeters from the hub. The procedure was therefore completed using a new 3maxc with the same guidewire and catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the 3maxc was fractured under the hypotube, inside the hub. The penumbra investigator unraveled the strain relief to verify the fracture location. Conclusions: evaluation of the returned 3maxc revealed a device fractured inside the hub. Penumbra handles the catheter multiple times post-hubbing, therefore, it is not likely this damage was done as a result of or prior to hubbing. It is possible that torqueing of the catheter shaft may have resulted in the fracture observed on the returned device. The root cause of the reported failure could not be determined. Penumbra will continue to monitor post-market data for similar occurrences. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.